Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an x-ray post implant showed that the patient had a right pneumothorax. The patient was asymptomatic and stable on room air. One week post implant, the x-ray was repeated and the pneumothorax had resolved. The leads remain in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.